Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in set) alarm on the homechoice (hc) during therapy. The alarm occurred a few nights prior to the report and the patient planned to go to their nurse to help set up therapy. The technical service representative (tsr) was unable to do any troubleshooting for the alarm as it happened a few nights prior to the call. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.